Manufacturer narrative:
Product event summary: the controller, controller ac adapter, and controller dc adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that all of the returned devices passed visual examination and functional testing. The reported ¿controller ac adapter malfunction¿ event could not be confirmed due to insufficient evidence. Visual inspection under 10x magnification of the controller did not reveal any hairline cracks around the power ports. As a result, the reported ¿small cracks at the power ports¿ event could not be confirmed. Review of the controller log files revealed that no data points were recorded around the time of the reported event, indicating that controller was not in use during the reported event. As a result, the reported ¿controller exhibited beeping¿ and ¿controller dc adapter exhibited power switching¿ events could not be confirmed. All devices performed as intended during bench testing. Additional products: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the controller ac adapter malfunctioned. The controller ac adapter was exchanged.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: c6tr01, ipg; 4968-35, lead, implanted on: (B)(6) 2016; 1104, vad, implanted on: (B)(6) 2018. Brand name: heartware ventricular assist system ¿ controller dc adapter: controller dc adapter / (B)(4) /model #: 1440/ expiration date:12/12/2018, UDI #: (B)(4), device available for evaluation: no, device mfg date: 12/12/2017, labeled for single use: no,(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller exhibited beeping and controller dc adapter exhibited power switching. The controller and controller dc adapter were exchanged. No patient complications have been reported as a result of this event.